Event description:
It was reported that prior to an unspecified procedure, the 2.4x4x120 basket zero tip knot stone retrieval basket was broken upon removal from its packaging. No further info was provided.

Manufacturer narrative:
Visual inspection of the returned device revealed that one of the 4 basket wires was found to be broken at the knot. A review of the mfg documentation for this batch number found that the device met its material, assembly and product specifications. The root cause of the reported complaint could not be determined.